Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a piece of tampon came out with discharge and abdominal pain and cramping. She reported she is now feeling better with no pain or cramping and the discharge has cleared up. She does not plan to seek medical attention.